Event description:
It was reported that the right atrial (ra) lead was damaged during replacement of a device at eri. The lead was repaired, however a subsequent interrogation reveals the lead impedance is now low. The lead was reprogrammed from bipolar to unipolar mode, which resolved the issue. The lead remians in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1, implantable pulse generator, (B)(6) 2013; 5024m, implantable pacing lead, (B)(6) 2004. (B)(4).